Event description:
During a ventricular tachycardia (vt) ablation for recurrent symptomatic sustained vt, the patient developed hypotension post procedure and was transferred to ICU for monitoring.

Event description:
The patient expired march 25, 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The patient presented with shortness of breath and it was discovered the patient had a pericardial effusion post third ablation. A pericardial window was performed to stabilize the patient.

Manufacturer narrative:
Additional information:b5.